Event description:
Bloodline tubing separated from end that connects to dialyzer. Leak noted as soon as blood flow increased to 300 ml/min. Minimal blood loss treatment continued normally after line change. 8th use of this reusable device.